Event description:
During the insertion of a plasma bowed 167mm stem the version control handle would not disengage the stem. Subsequently the internal shaft of the threaded inserter broke. The threaded portion was connected to the stem while the handle was removed. Surgeon used vice grips to remove the threaded shaft.

Manufacturer narrative:
Corrected data: device not returned for evaluation a review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During the insertion of a plasma bowed 167mm stem the version control handle would not disengage the stem. Subsequently the internal shaft of the threaded inserter broke. The threaded portion was connected to the stem while the handle was removed. Surgeon used vice grips to remove the threaded shaft.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.